Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient experienced a "pouch ulceration" three times in three years. Attempts to obtain additional information regarding the reported event, device status and patient status were unsuccessful. No additional patient or device complications were reported.